Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified low readings on the adc blood glucose meter which she perceived to be lower than she felt and she experienced loss of consciousness. Paramedics was called and was transported to hospital. Customer further reported that she was in "coma" for 3 days and was hospitalized for 2 weeks. Customer received unspecified treatment in the hospital, however no further information was provided as the customer did not remember the details of treatment and diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving unspecified low readings on the adc blood glucose meter which she perceived to be lower than she felt and she experienced loss of consciousness. Paramedics was called and was transported to hospital. Customer further reported that she was in "coma" for 3 days and was hospitalized for 2 weeks. Customer received unspecified treatment in the hospital, however no further information was provided as the customer did not remember the details of treatment and diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter ((B)(4) ) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and with insertion of retained strips. Control solution tests were performed and all results were satisfactory. No malfunction or product deficiency was identified, therefore this complaint is not confirmed. The reported test strips have not been returned, however an extended investigation for this complaint was previously completed and reported in the initial submission, therefore no further investigative actions are required at this time. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.